Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively. Additionally, the t:slim pump user guide states: "change your infusion set every 48¿72 hours." The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis (dka). Customer's blood glucose level was 290 mg/dl. Customer had removed the pump a few hours prior to going to the hospital. Reportedly, the customer had an illness and an infection that likely contributed, if not caused dka. It is unknown if the pump or supplies caused hospitalization but contact (nurse practitioner) stated unlikely. Prior to hospitalization, cartridge had been used for five days and infusion set for more than one week. Customer was treated with insulin drip and the issue was resolved. System check was performed with tandem technical support and the pump performed as intended.